Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned and a specific root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative initially reported to olympus on behalf of the customer that the single use aspiration needle was bent and then broke off into the patient during an endobronchial ultrasound (ebus) procedure. The needle was retrieved but it reportedly looked like a coil. Olympus then received further information from the customer clarifying the incident. The customer stated that the needle was not bent. After putting the needle in the scope and the first biopsy was attempted, the metal sheath inside the needle catheter that surrounds the needle at the tip separated from the needle and lodged in the patient's lung tissue. The piece of metal was retrieved immediately and successfully using forceps. The procedure was delayed about 5 minutes and was completed with another needle. The patient did not require any other medical intervention. There was no harm or user injury reported due to the event. The customer indicated that the original needle was not kept but that they do have the piece that broke off.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.